Manufacturer narrative:
(B)(4). The customer reported that the flow sensor test failed. The customer reported to have cleaned the inspiratory flow sensor, and the ventilator passed all testing. Covidien was not authorized to evaluate the device.

Event description:
It was reported that during testing of an 840 ventilator, an inoperable diagnostic message was generated. The ventilator was not in use on a patient at the time of the reported event.